Event description:
Patient arrived code 3 to emergency department. C.p.r. In progress. Code blue team called upon arrival to emergency department. C.p.r. Continued with no response noted in patient progress. Patient was attached to lifepak 9 defibrillator/monitor and defibrillation cables. Patient was subsequently defibrillated 2 times. Upon the third times the defibrillator failed to accept a charge and was unusable. Patient was immediately transferred to an adjacent lifepak 10 defibrillator/monitor. Patient did not respond to treatment and subsequently expireddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure. Conclusion: other. Certainty of device as cause of or contributor to event: no. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.